Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose level (400 mg/dl). The cause of the bg was unknown. The customer administered correction boluses and adjusting their basal settings with their healthcare provider.